Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient and/or reporter by phone. The reporter stated that the alleged issue began on the evening of two days earlier. On an unspecified date/time, the reporter claimed that patient obtained a reading of "373 mg/dl" with the subject meter. As a result of the alleged high reading, the reporter stated that the patient took an increased amount of his oral diabetes medication (1 additional tablet, type and dosage unknown). Sometime after the reported issue began (date/time unknown), the reporter stated that the patient developed the symptoms of "shaky and off-balance." The reporter denied that the patient received medical intervention as a result of the issue. At the time of troubleshooting, the cca confirmed that the patient was using the correct testing technique and that he was cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.